Manufacturer narrative:
Product analysis conclusion: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. There was no damage observed to the device. The balloon had previously inflated. Water was visible exiting the distal tip on inflation of the balloon indicating a breach on the inner wall between the guidewire and balloon lumens. The shaft was cut radially in 0.5cm sections and the inner walls inspected. There was no breach evident to the wall between the guidewire and balloon lumens. The reported leak was confirmed through analysis. H:6 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was intended to be used as an accessory device in an unknown endovascular procedure. It was noted that prior to the procedure, during air aspiration of the balloon lumen, air intake was noted. When the water was injected into the balloon, there was a slight water leak noted from the wire lumen. It was then decided not to use this balloon. As per the physician the cause of the event was a product issue. No additional clinical sequelae were provided and the patient is fine.